Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture and "preventative replacement". This record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6b, g4, h4, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported unknown side rupture and "preventative replacement". This record is for left side. Device has been explanted and replaced.